Event description:
Adverse event(s): "pt impact is unk" ( no info). Product problem(s): "system messages displayed" (device displays error message). A customer reported the system displayed multiple system messages. No additional info was provided. Pt impact is unk. Additional info has been requested, but none has been received to date.

Manufacturer narrative:
A company service representative examined the system and confirmed the reported system messages. The fluidics module was replaced and will be sent in for in house eval. The fluidics module has been received and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).